Event description:
It was reported by the customer that when using the bd pyxis¿ es server, multiple stations were critical override. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the multiple station was in critical override. A technical support specialist dialed into the server and logged into pyxis enterprise server. Ran site down query and messages were current and critical override queries found no devices were scheduled or manual set. Found one station (f015w) was in critical override. Created a separate case for the affected station. Health sight viewer (hsv) dashboard confirmed only affected station. Informed customer that the issue was due to a power problem. The system functioned as intended after the technical support specialist verified the device.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, multiple stations were critical override. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.